Event description:
It was reported that pacing was unavailable. Another catheter was used and the problem was solved. There were no pt complications reported.

Manufacturer narrative:
The device has not been returned for eval.